Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. User error should be considered. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient required emergency room treatment for glucose fo 67 mg/dl, after having inadvertently infused 200u of insulin. Patient was inserting the inset before replacing the cartridge and forgot to rewind the pump. Patient was attached to the pump while inserting full cartridge of insulin which went into his body as insulin was piston rod was at top of pump. There is no allegation of product malfunction. This complaint is being reported as the patient experienced hypoglycemia due to use error.